Manufacturer narrative:
The consumer reported a known and unknown lot number which generated the conflicting results. Since we are not certain of which test provided the correct result, see below for the known lot information. A supplement report will be submitted if the second, unknown, lot number is obtained from the consumer. Lot no. 206790. Expiration date: 03sep2023. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use, device discarded.

Event description:
The customer reported on behalf of his grandson a case of conflicting results with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023. Per the customer, the first and second tests generated negative results while the third test generated a positive result. The customer stated the patient is asymptomatic. The customer confirmed there was no harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Additional information: h10 - upon further evaluation it was found that this lot number 206790 is invalid and there is no known lot number involved in this event. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single use, device discarded.

Event description:
The customer reported on behalf of his grandson a case of conflicting results with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023. Per the customer, the first and second tests generated negative results while the third test generated a positive result. The customer stated the patient is asymptomatic. The customer confirmed there was no harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.